Event description:
The manufacturer of complete multi-purpose soltuion received a rpeort that a patient experienced swollen, painful eyes, blurred vision and photophobia after using a particular bottle of solution. Patient sought treatment at an emergency room. The attending ophthalmologist diagnosed "significant bilateral corneal surface irritation with decreased vision." Patient was treated with cyclogyl 1%, an (unknown) antibiotic and patching; patient had recovered without sequelae. According to the doctor, the relationship of the event to the product is unknown, and the event required intervention to preclude permanent injury.